Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required use of a second graftmaster to seal the perforation. Device issue: difficult to insert onto guide wire. It was reported that the graftmaster was being used to treat a perforation which occurred after an rx vision 3.0 x 08 mm stent was implanted. The graftsmaster could not be inserted onto the guide wire. Another graftsmaster was used and the perforation was treated with no issue. No additional event or patient information is available.